Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported device embolization occurred. A left atrial appendage (laa) closure procedure was performed at 9:00 am. The patient received a saline solution via IV before, during and after the procedure. A 24mm watchman ® laa closure device was successfully implanted with all release criteria met. The compression measurement before and after the implant was 20-21mm. The tug test passed and there were no gaps. The la pressure at the time of the implant was 16mmhg and the patient was in permanent afibrillation. The patient left the catheterization lab and was in good condition. The next day, the patient had a routine follow up transesophageal echocardiogram (tee) and it showed the device embolized to the apex of the heart. The patient was asymptomatic. The closure device was removed with a pigtail catheter and snare kit via the femoral artery. There were no further patient complications and the patient was reported as stable throughout both procedures and was discharged home.